Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care professional via a manufacturing representative regarding a patient who was an unknown drug via an implantable pump for non-malignant pain and lumbar radiculopathy. It was reported that the patient continued to have servo a develop around pump. A dye study was done and a leak was noted at the new spinal segment connection. On (B)(6) 2016, the manufacturing representative was informed that the patient had a large seroma around the pump, and a dye study was being done. When the dye study was performed, the health care professional noted a leak at the spinal segment connection. It was apparent on x-ray. A new catheter was placed, it was unknown as to whether patient was taking other oral drug.